Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault was confirmed via the submitted log file. The system controller (serial number: (B)(6) was returned for analysis, and log files were submitted for review. Data from the reported event date of 25nov2024 was reviewed. At 04:11:51 while connected to the mobile power unit (mpu), a driveline power fault alarm activates due to a pwr_a_broken fault. This driveline power fault alarm is active until the end of the log file. At 10:38:59 on (B)(6) 2024, the driveline is disconnected for a system controller exchange. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) was functionally tested and passed all testing. The system controller was connected to the returned modular cable (lot number: 8356982) and was able to operate a mock loop for an extended period of time. The reported driveline power fault alarms were not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with driveline fault alarms and their log files were sent in for evaluation. The patient was previously seen (B)(6) 2023 with the same issue ((B)(4)). Following review of the log files, it appeared there were driveline power fault (power a fault) alarms on (B)(6) 2024 and continued through the remainder of the log file. Tech services recommended a modular cable and system controller replacement in order to resolve the issue whenever the patient is able to tolerate a brief pump stop. There were no other notable alarm conditions and the ventricular assist device (vad) operated as intended. The site later communicated that the system controller and modular cable were exchanged. Additional log files were reviewed following the exchange, which revealed that the driveline fault alarms cleared following the exchange. The patient tolerated the exchange well and was minimally symptomatic. There were no bent pins or obvious signs of damage noted on the previous modular cable. The event log captured routine events following the exchange.